Manufacturer narrative:
Device part number is unknown. Product not returned to manufacturer for evaluation.

Event description:
It was reported that the outside lettering of the sterilization case (unknown instruments product) flaked off after sterilization. It was reported that flakes were also observed inside the tray. There was no patient involvement and no adverse consequences associated with the device.